Event description:
The sales rep reported that prior to use, the surgeon performed the manometer test and did not get the expected results. Another package was opened and the valve was okay. This occurred intra-operatively without any adverse consequences to the patient and/or delay in surgery greater than 30 minutes. A warranty replacement is requested.

Manufacturer narrative:
Please be advised that per the new matrix on 12/06/2013, this event is being reported as a malfunction. Upon completion of the investigation, an occlusion was noted within the device. Examination of the valve revealed the presence of dried saline debris within the device. This dried saline debris caused the returned valve to fail the programming test and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.